Event description:
It was reported that when the patient was re-tubed, it was found that a piece of the previously inserted tube was broken inside the body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter was inconclusive due to the sample condition. A single pa chest radiograph with inverted black/white scale was returned for evaluation. A left sided PICC was present in the image. No obvious breaks or kinks were noted in the left-sided PICC. On the right-hand side, a series of red lines with measurements had been annotated onto the radiograph. A catheter fragment was not visible in the returned image; however, it is possible that there was a catheter fragment, but it had been obscured with the annotated red lines. As the submitted image did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive. This complaint will be recorded for future trending and monitoring purposes.